Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure; a biosure regenesorb screw broke while being inserted. Surgery continued with the same device; however it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. An analysis of the customer provided images found a broken screw with bio debris on a tray. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure; a biosure regenesorb screw broke while being inserted into the insertion site that was prepared with a tibial drill reamer; the broken pieces were removed from the patient. Surgery resumed after a non-significant delay with a back-up device used in the originally drilled bone hole; therefore no voids were left in the patient, whose bone quality was hard and current health status is good. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).